Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 22mm amplatzer post-infarct muscular vsd occluder was selected to close a post-infarct vsd. The device was reported to have deployed in a "cobra" formation and was exchanged for another 22mm amplatzer post-infarct muscular vsd occluder. However, the second device also deployed in a "cobra" formation. The physician suspects the deformation was due to an interaction with the ICD lead and he elected to deploy an unknown 20mm device far from the ICD lead and the procedure was completed successfully with no further issues reported.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined, however, per the site the physician suspected the deformation was due to an interaction with the ICD lead.

Event description:
On (B)(6) 2019, a 22mm amplatzer post-infarct muscular vsd occluder was selected to close a post-infarct vsd. The device was reported to have deployed in a "cobra" formation and was exchanged for another 22mm amplatzer post-infarct muscular vsd occluder. However, the second device also deployed in a "cobra" formation. The physician suspects the deformation was due to an interaction with the ICD lead and he elected to deploy a 20mm amplatzer post-infarct muscular vsd occluder (lot number: 18044472) far from the ICD lead and the procedure was completed successfully with no further issues reported. The patient is reported to be stable in the hospital.